Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarm which indicated "high o2 supply pressure" (yellow ),"o2 unavailable" (red), "cbit o2 press sensor range error" (yellow) were displayed. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The da pcba was installed in an fi test ventilator. The test ventilator was powered up from ac and delivered breaths. Post was executed 15 times without generating any failures. The test ventilator did not generate either the e/c 1112 or the e/c 120a diagnostic error codes. Both the pressure accuracy test (pvt test 4) and the oxygen accuracy test (pvt test 7) were performed and passed. The ventilator was allowed to operate for two (2) hours without failures occurring. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. The data acquisition (da) pcba was tested and no failures were identified.